Event description:
It was reported when an asymptomatic patient presented in clinic, post-sensed t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Reprogramming changes and performing an induction testing were attempted but was not successful in resolving the issue. The device was explanted and the lead was capped. Both were replaced with non-sjm devices. No further information is available.

Manufacturer narrative:
The reported field of oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).